Manufacturer narrative:
Analysis found that error code 15 (handpiece stalled) occurred when connecting to the console and it did not work. Therefore, pre-repair heat test could not be performed and the reported failure of overheating could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that the handle of the handpiece gets hot during use. There was no patient impact.